Event description:
The pt was charging more than expected. On (B) (6) 2009, the pt noted that the charge level was 25% and charged up the implantable neurostimulator (ins) fully. On (B) (6) 2009, the pt noted that the ins was at 50% so the pt recharged to full, and on (B) (6) 2010 it was down to 1/2 full without being used. On (B) (6) 2010, the ins showed 75% with the battery voltage of 3.965v, which appeared to be a reasonable drain. The pt was concerned about the amounts of background drain occuring when the stimulation was off, but there did not appear to be an inappropriate amount of drain occuring. The pt had not used stimulation for approx six months due to stimulation in the wrong location. The pt underwent a revision. The battery voltage was checked prior to the revision and found to be at 4.00. The percutaneous lead had migrated. The lead was removed and replaced with a 2x8 paddle lead. The ins was not change. The pt had good stimulation.

Manufacturer narrative:
(B) (4).